Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, reported single leaflet device attachment (slda) was due to poor imaging. The reported poor image resolution was due to shadowing of the previously implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with prolapsed posterior leaflet and pre-existing flail. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw, was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and the mr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.